Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient¿s condition became steadily worse with persistent abdominal pain and distention and his abdomen was hard to palpation and red on clinical evaluation on (B)(6) 2016. It was reported that an abdominal pelvic CT scan on (B)(6) 2016 revealed abnormal small bowel dilation and suspected abscess in the area of the abdominal hernia. It was reported that on (B)(6) 2016, interventional radiology was consulted for percutaneous drainage. It was reported that the patient was transferred to the intensive care unit on (B)(6) 2016. It was reported that the patient¿s condition failed to improve and he went into septic shock. It was reported that the patient died on (B)(6) 2016. No additional information was provided.